Event description:
We ordered an easy touch lancing device for our patient and the cap was too big so easy touch lancet was not poking out of end for the patient. We gave them a replacement but are out the 1st device we ordered. Wondering if we can get a credit for that device.